Event description:
It was reported a revision surgery of the patella was performed due to loosening.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant supporting documentation was provided, therefore a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.